Event description:
It was reported that the patient felt that she was not getting her boluses when she should be. A flipped pump was reported later. It was confirmed via examination and fluoroscopic test on (B)(6) 2011. Due to this, the ptm (patient therapy manager) was not working and the nurse was unable to access and fill the pump. Pump was repositioned via manual maneuvering and refilled successfully. Patient had no injury and was not hospitalized for the same. The drug delivered was morphine.

Manufacturer narrative:
(B)(4).